Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. With blood glucose of 456 mg/dl. The customer reported that the sensor glucose and the blood glucose were not within the targeted range. The customer also reported that the insulin delivery was not suspended. The pump will not be returned for analysis.